Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. Lot number was not provided; therefore, a ship history of previous lots sent to the customer was reviewed. Device history record (DHR) review of the lots identified found no issues.

Event description:
It was reported that pericardial effusion and tamponade occurred. After the trans-septal puncture, while the intellamap orion catheter was in the patient's left atrium and prior to mapping, the physician observed that the patient had a pericardial effusion. The pericardium was punctured in the patient's breast area for drainage and the collected blood was returned to the patient. The procedure was cancelled, and it was unclear if it would be reattempted at a later date. The physician did not suspect the orion catheter to be the cause of the tamponade, however, it was the only catheter inside of the patient at the time of the event. The patient was stable and a few days after the event, the patient status was described as "ok".